Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a new cadd administration set tubing had been opened and attempted to be attached to an epidural cadd pump, but the pump repeatedly alarmed "reattach cassette." Troubleshooting was performed but the alarm persisted. No adverse patient effects were reported by the customer.

Manufacturer narrative:
H6: evaluation codes update. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.